Event description:
It was reported that during an unknown procedure, clip fell off tissue. It is unknown how the procedure was completed. No adverse event on the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.